Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was an observation of short interval counts (sic) on the right ventricular (rv) lead since two days post implant. The lead will be monitored closely and remains in use. No patient complications have been reported as a result of this event.